Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Without a lot number the device history records review could not be completed. Product was not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported an unknown date that 5 cervios implant holders was failed and cannot be dismantled after connecting a trial to the holder. The procedure was successfully completed without surgical delay. There were no patient consequences. This is report 1 for 5 (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part: 396.891, lot: 4l51118, manufacturing site: hägendorf, release to warehouse date: 20 may 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection visual inspection has shown that the inner threaded shaft of the four jammed holders are bent and completely blocked in the outer shaft. In addition, each front part of the outer shaft is badly deformed / twisted. There are also signs of impact visible on the knurled surfaces. Functional test a functional test was not able to be performed with the four jammed holders as they could not be disassembled. However, dimensional inspection and functional test were performed per 100% at the time of manufacturing with no non-conformities documented. Dimensional inspection: dimensional inspection of the instruments was performed at the time of manufacturing according to the test instruction without any non-conformities noted. Document/specification review: the returned holders were manufactured in may 2019 according to the specifications. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements. The sub-components of the outer shaft 50165321 and the inner shaft 50165323 are not lot tracked. Therefore, the last two potential work orders (16538038, 16018198 // 16538275, 16257139) that were produced prior to lot 4l51118 were reviewed. According to the relevant test instructions dimensional and functional inspection was performed with no non-conformities noted. Summary: the returned holders were examined, and the complaint condition was able to be confirmed as four of the five returned holders are completely jammed and could not be disassembled. The review of the production history revealed that these holders were manufactured in may 2019 according to the specifications. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements. Furthermore, these instruments are function checked per 100% before they leave the manufacturing site. No manufacturing related issues that would have contributed to this complaint were found; the damage occurred is determined to be post production/acceptance criterias. This complaint condition is most likely a result of high applied mechanical strain. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.